Event description:
Female consumer via e-mail stated that around six weeks ago, the brush started to fall off when she turned the oral-b genius toothbrush in her mouth. No injury was reported. On (B)(6) 2021 follow up via e-mail: the consumer provided the suspect product lot - bc 909030117. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
07-mar-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Female consumer via e-mail stated that around six weeks ago, the brush started to fall off when she turned the oral-b genius toothbrush in her mouth. No injury was reported. 29-dec-2021 follow up via e-mail: the consumer provided the concomitant product lot - bc909030117. No injury was reported. 17-feb-2022 case update: the suspect product was oral-b power rechargeable toothbrush handle 3765 genius. No injury was reported.